Manufacturer narrative:
No patient contact reported. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040.all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a flash at the tip of the cartridge. No patient contact or injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/20/2017. Device returned to manufacturer? Yes. The preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the device was handled. The intraocular lens (iol) was observed stuck in the cartridge and the cartridge tip was observed deformed with flashes. There was no viscoelastic residue observed inside the cartridge. The customer's reported complaint was confirmed. One probable cause could be that the lack of viscoelastic caused a resistance, which lead to the lens being stuck in the cartridge and deformed the cartridge tip. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.